Manufacturer narrative:
During the investigation, reviews of complaint history, device history record, instructions for use (IFU), trends and planning/sizing images were conducted. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure in regards to kinks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects, anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients." The lot records for this product were reviewed no notable quality issues were observed the provided imaging and sizing and information sheet were forwarded for expert review the reviewer assessed " the mainbody was considerably shorter than the planning and sizing form recommended and shorter than the maximum 25mm contralateral gate aortic bifurcation separation recommended in the training manual the shorter mainbody provided less columnar strength to resist superior migration in comparison to a longer mainbody the limbs' migration rather than its occlusion necessitated conversion to a fem-fem. No device related defect is suggested." Quality engineering risk assessment was used to evaluate risk. The risk remains acceptable with inclusion of this event and the event was trended as significant harm to the patient, as a fem-fem bypass was reported. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
On (B)(6) 2013: a (B)(6) yr old male pt had undergone aaa repair with right approach. The pt was suitable for endovascular repair and the procedure was conducted as labeled. On (B)(6) 2013 (day unk): resection of rectal cancer was conducted. On (B)(6) 2014 (day unk): CT confirmed patency of the left iliac leg graft. On (B)(6) 2014 (day unk): CT confirmed severe tortuosity of the left iliac leg graft. Since it was found after resection of (B)(6) department followed up. On (B)(6) 2014: the pt was referred to (B)(6) medical ctr due to ischemia of the lower extremity. On (B)(6) 2014: the doctor reported the event to the sales rep. On (B)(6) 2014: for occlusion of the left iliac leg graft after evar, coil embolization in the approximately 20 mm of space from the left cia to bifurcation between iia and eia was performed, and f-f bypass was also conducted. Symptom(s) of the ischemia of the lower extremity was improved.

Manufacturer narrative:
(B)(4). Event is still under investigation.